Manufacturer narrative:
Sections with additional information as of 19-may-2021: d9: device available for evaluation. H3 device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to customer contacting nurse/doctor. Manufacturer attempted to contact customer on several occasions to ensure the replacement products resolved the initial concern -unable to establish contact with customer

Event description:
Consumer reported complaint for high blood glucose test results. Nurse, sister and caregiver are calling on behalf of the customer. The customer is concerned with test results from non-fasting results obtained of 294 and 365 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-150 mg/dl; an expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Due to the high results obtained, customer's sister had contacted the nurse who had then contacted customer's doctor a week later; another meter had been provided. During the call, a back to back blood test was not performed by the customer (declined). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2022 and test strips were opened one month ago. The meter memory was reviewed for previous test result history (memory appears full and customer was only able to get 3 results from memory): (B)(6).